Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter (onetouch verio iq) read inaccurately high compared to a lab result. The reporter claimed obtaining blood glucose readings with a "difference 25%" between the subject meter and a lab result, no exact values were given. The tests were performed within 10 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.